Manufacturer narrative:
Insulin pump was received with motor error alarm during rewinding due to corroded motor home switch. Unable to perform functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test or excessive no delivery test due to motor error alarm. Unit was received with minor scratched lcd window, scratched reservoir tube window and stained address/serial number label. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a motor anomaly. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.